Event description:
It was reported that the jaw was broken.

Manufacturer narrative:
The product was returned and the failure mode was confirmed. Visual inspection: a piece of the jaw (the small moving part) is snapped off. The snapped off piece was not received with the device. The probable root cause for the snapped off jaw piece is likely due to user excessive force. In sum, the product was returned and the failure mode was confirmed.

Event description:
It was reported that the jaw was broken.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.